Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, catheter breakage occurred. The 80% stenotic lesion being treated was located in the proximal left anterior descending artery. The lesion was predilated. During advancement of the 3.50x16mm taxus liberte drug-eluting stent delivery system into the guide catheter, the shaft broke. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
Device analysis could not confirm the complaint incident. The complaint report stated that the physician experienced difficulties while attempting to deliver the unit through the guiding catheter resulting in a shaft fracture. Visual and microscopic examination of the shaft revealed no damage to the shaft of the delivery system. However, visual and microscopic examination noted damage to the proximal end and the mid-struts of the stent. The proximal stent struts were flared outwardly and some mid stent struts were stretched. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. The guiding catheter was not returned for analysis and therefore no investigation could be performed to inspect the device for any restrictions that could have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.